Event description:
Clinic notes were received and reviewed at manufacturer and when the patient was seen in clinic on (B) (6) 2008, it was noted that they had high lead impedance. The vns generator was reported to be nearing end of battery life and additionally high impedance attained. No specifics as to what test was performed. The patient will be scheduled for surgery and a decision made in the operating room based on findings as to whether to replace just the generator or both the generator and lead. Good faith attempts are being made for additional details about the reported event. Thus far, no further information has been attained.